Event description:
34 years old female admitted on 8/21/92 for an elective laminectomy to repair herniated lumbar disc l-5 and s-1 with radiculopathy. The patient experienced intraoperative complication of lacerated right ureter and lacerated right iliac artery and vein with blood loss and prolonged hypertension.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.